Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer did not provide a blood glucose value; however, reported that it was fine. The customer resumed insulin delivery and was to change the pump supplies later.